Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated an optical sensor calibration expired message. The patient's blood pressure (bp) was in the 160s and the augmentation was 200. The rn reported that the patient was stable and that the bp had risen 30 points in the last few hours. The customer was advised to attempt a recalibration, but this did not resolve the message. They could not transduce the central lumen or an alternate arterial line as they did not have the correct pressure cable. The meaning of the message was explained and it was noted that it was due to the change in the pressure over time. Multiple attempts at recalibrating did not clear the message. The customer decided to try a different console. Upon follow-up, the message remained. It was also reported that the bp was "all over the place" as they attempted to wean vasopressors. The message comes and goes. The customer hoped to resolve the message once the bp was more stabilized. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).